Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: fiber breakage, dents on edge, severe stains under lg cover glass and light transmission fail 8/19 were found. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited fiber breakage, dents on edge, severe stains under light guide cover glass and light transmission fail 8/19 were found. There was no patient involvement.